Manufacturer narrative:
On 3/12/2024 flowrate issue was observed at zyno medical llc during calibration. This pump has flow rate issue but the final issue is not established accurately. All the issues were resolved during preventive maintenance.

Event description:
On 03/12/2024, during servicing activities of zyno medical devices, there was an issue observed during preventive maintenace/ calibration that there is a flowrate issue where flow rate offset% at pre-rework is 3% and flow rate offset% at post-rework is -3%. This is determined to be a flowrate unknown issue. No patient involved as this is observed during calibration/preventive maintenance.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a slower flow rate are not reportable when flow rate accuracy is below -5% but above -15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Refer to complaint #: (B)(4).